Manufacturer narrative:
This event has been found to be a duplicate of the following MFR numbers 1038671-2017-0000690, 1038671-2017-0000691 and 1038671-2017-0000692. This report can be completed.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 204-36-08, sn: not reported) stem extension 80l x16 mm; (cn: 208-23-13, sn: not reported) cc tibial insert sz 3, 13mm; (cn: 204-04-33, sn: not reported) trapezoid tibial tray sz 3f/3t; (cn: 204-36-12, sn: not reported) stem extension w/slot 120l x16 mm; (cn: 204-63-88, sn: not reported) tibial augment block 1/2-sz 3 11mm rllm; (cn: 204-63-89, sn: not reported) tibial augment block 1/2-sz 3 11mm ; (cn: 208-09-05, sn: not reported) cc stem ext adaptor 5 degree; (cn: not reported, sn: not reported) patella.

Event description:
Index surgery: (B)(6) 2013. Revision due to wound infection and patella fracture implant removal and introduction of a spacer. The case report indicates that this event is possibly related to device and definitely not to procedure. This event report was received through clinical data collection activities. The case report indicates the case was resolved with revision surgery.